Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 260 glidewire, 0.014 balance middleweight, sheath: 5 fr, 6 fr destination, stent: 2.25x32 mm and 2.25x28 mm promus element. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the 3.0x16 mm graftmaster covered stent was used for treatment of a perforation that occurred during atherectomy of the left anterior tibial artery. Two non-abbott stents were implanted, overlapping, in an attempt to seal the perforation; however, this was unsuccessful; therefore, the graftmaster was deployed for 60 seconds at 10 atmospheres. After deployment there was still some extravasation of contrast observed; therefore, prolonged inflations with a 2.5x15 mm nc non-abbott balloon were performed at the area of the covered stent and the two non-abbott stents. After these inflations were performed there was no evidence of extravasation of contrast and the perforation was sealed successfully. No additional information was provided.